Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. There was no device malfunction suspected. The patient was doing well postoperatively and the explanted ipg was kept by the medical facility.